Manufacturer narrative:
Further information on the patient and the alleged injury have not been provided. The device has not been made available for evaluation. The device has not been made available for evaluation.

Event description:
It was reported that that a patient was injured while being transported on the cot. Further information was not provided.